Event description:
It was reported that the ilet user experienced an overnight blood glucose of 48 mg/dl preceded by hyperglycemia peaking at 268 mg/dl. The user does not announce meals, and the agent provided education on how missed meal announcements can lead to overnight fluctuations. Symptoms included hypoglycemia, hyperglycemia, and dizziness. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose to treat low glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the issue was associated with improper or incorrect procedure involving the user interface, specifically failure to follow instructions related to meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.